Manufacturer narrative:
D6b: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+2.0/110 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was reported as excessive vaulting and remained implanted. The patient is happy with no symptoms. Additional information has been requested but none has been forthcoming.